Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod on the arm between 4 and 24 hours. The automated delivery restriction alert caused the patient to have high blood glucose. Symptoms reported include vomiting and not feeling well. The patient was treated with intravenous (IV) fluids and regular insulin. The patient was still currently admitted at the time of reporting. The pod was removed and discarded at the hospital.